Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas (anm) on behalf of his daughter (the patient) alleging that button/keypad button presses did not activate desired pump functions. He claimed that unspecified buttons on the pump were sticking. The reporter did not allege any harm or injury because of the reported issue. The pump was not available during the contact with anm for troubleshooting. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, the original complaint of unresponsive keypad buttons was unable to be adequately investigated. The pump powered up to a blank screen. The keypad was found to be intact. The keypad was removed to inspect under the contacts and there was contamination found under all the keypad contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.